Manufacturer narrative:
Lot number(s): hcg1100314. Exp date(s): 07/2013. Control lot: 25miu/ml hcg urine control lot: hcg111009-02, 100miu/ml hcg urine control lot: hcg120223-01, 207iu/ml hcg urine control lot: hcg120306-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. (N=5). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine control. (N=5). Clearly positive results were observed at 3 minute read time when tested with 207iu/ml hcg urine control. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(4) 2012 there has been one complaint on lot hcg1100314.

Event description:
Customer reported potential false negative urine hcg results with hcg one step pregnancy test strip vs ultrasound. A woman in sweden tested negative when tested with hcg one step pregnancy test strip. After a while she went to a hosp where an ultrasound showed she was about nine weeks pregnant. Following the scan, a urine sample was provided from this pt and tested on three different strips from the same lot and all tested negative. No other pt info was provided.